Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml per side with juvéderm® voluma¿ with lidocaine at the orbital groove level/ orbital sulcus and the tear throughs. Approximately one month later, the patient experienced a ¿significant inflammatory reaction, edema, heat, and pain even with a simple touch, that evolved in an abscess from right to left.¿ the patient was treated with ¿hyarulonidase + 4 mg prednisone for 7 days, then tapering it for other 7 days progressively+ therapy with antibiotic for 20 days.¿ symptoms are ongoing.